Event description:
It was reported the insulin pump alarmed button error. Customer reported that she was in the sun for about an hour. The device had a message, customer held the button for three minutes or longer and then the device alarmed. The only button that does respond was the up button. Customer was unable to clear the alarm. Customer's blood glucose was 4.6mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump had minor scratches on the display window, a cracked display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.